Manufacturer narrative:
It was reported that, when inserting the 1st complaint presidio coil (pc4181137-30 / c26016), severe resistance was noted at the proximal end of the prowler select plus (mc) microcatheter (606-s255fx / 16092926), and the coil could not be advanced further. The physician attempted the recovery of the coil, but during the re-sheathing the delivery system was damaged and became unfit for re-use. It was replaced with the 2nd and 3rd complaint presidio coil (both pc4181034-30 / c23802) consecutively, but both were also damaged. The coils were swiftly removed from the patient as the constant flush had been maintained at all times due to the possibility of developing the thrombus. Nevertheless, after the event the complaint prowler mc appeared to get clogged with thrombus, thus it was also replaced with another prowler. Afterward, two presidio (pc4181137-30 and pc4181034-30) and cashmere coil (lot unknown) were successfully placed into the target lesion site, and the procedure was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU, but there was no information if heparing dedicated solution was used. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. There was no stretching or unintended detachment of the coils observed in the mc. Due to the fact that the patient was a hbv carrier, the complained products have already been safely disposed. The procedure was the coil embolization of the patient¿s right iia, prior to the emergency evar. The patient¿s vessels were heavily tortuous and heavily calcified. It was reported that an okay ii (goodman, type unknown), and a pair of enpower dcb/cable (lot unknown) were used as the concomitant devices for the above procedure. The prowler select plus microcatheter was not returned for analysis, and review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported failure by the costumer as obstructed was not confirmed, since the device was not returned for analysis. With the available information is not possible to determine the cause of the event, but procedural factors may have contributed to the event. Additionally, the DHR suggest that the failure reported could not be related to the manufacturing process therefore, no corrective actions will be taken at this time. This report is one of multiple devices used for complaint (B)(4).

Event description:
It was reported that, when inserting the (B)(4) complaint presidio coil (pc4181137-30 / c26016), severe resistance was noted at the proximal end of the prowler select plus (mc) microcatheter (606-s255fx / 16092926), and the coil could not be advanced further. The physician attempted the recovery of the coil, but during the re-sheathing the delivery system was damaged and became unfit for re-use. It was replaced with the (B)(4) complaint presidio coil (both pc4181034-30 / c23802) consecutively, but both were also damaged. The coils were swiftly removed from the patient as the constant flush had been maintained at all times due to the possibility of developing the thrombus. Nevertheless, after the event the complaint prowler mc appeared to get clogged with thrombus, thus it was also replaced with another prowler. Afterward, two presidio (pc4181137-30 and pc4181034-30) and cashmere coil (lot unknown) were successfully placed into the target lesion site, and the procedure was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU, but there was no information if heparing dedicated solution was used. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. There was no stretching or unintended detachment of the coils observed in the mc. Due to the fact that the patient was a hbv carrier, the complained products have already been safely disposed. The procedure was the coil embolization of the patient¿s right iia, prior to the emergency evar. The patient¿s vessels were heavily tortuous and heavily calcified. It was reported that an okay ii (goodman, type unknown), and a pair of enpower dcb/cable (lot unknown) were used as the concomitant devices for the above procedure.

Manufacturer narrative:
(B)(4). The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.